Event description:
On february 15, 1997 it was noted that a low glucose test result was obtained on the instrument noted in this MDR. The initial result was 66 mg/dl, the repeat was noted as 126ml/dl. The initial result was not associated with an instrument error code.